Event description:
Caller reported cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset, successfully guiding the caller through the procedure; no further error was reported, and the caller was able to start their sensor session.